Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator was alarming and could not be powered off. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
The field service engineer (fse) replaced the power management (pm) printed circuit board (pcb) to address the issue. The ventilator passed all tests and operated within the manufacturing specifications. The ventilator was returned back for patient use.